Manufacturer narrative:
The tech found the brake will set but not hold due to worn brake casters. The technician replaced the brake and the brake steer casters to resolve the issue.

Event description:
The account alleged the bed has a broken brake. No pt impact.